Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of minimally invasive gynecology 20 (2013) s179. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon product (prolene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? (B)(4).

Event description:
It was reported in a journal article with title: modified technique for the placement of sub-urethral sling tension-free polypropylene mesh in patients with stress urinary incontinence. This prospective analysis presented the results of a modified technique for the placement of sub-urethral sling with polypropylene mesh in patients with stress urinary incontinence. Between january 2005 to december 2010, a total of 62 patients with stress urinary incontinence were included in the study. This technique is a modification of the original procedure of tvt. They used a monofilament polypropylene mesh (25 x 25 cm, spmli, prolene soft polypropylene mesh, ethicon, inc.) And was cut in pieces of 1.5 cm wide by 8 cm long and placed underneath the mid-urethra with the aid of needle pereyra. Complaint included residual cystocele (n=3.2%) and extrusion of material through vaginal mucosa (n=3). The results indicate that the placement of the tension-free sub-urethral sling with modified technique using the pereyra needle is a feasible and safe treatment option for patients with stress urinary incontinence, with similar cure rates and less morbidity than that reported in the literature with the original tvt.